Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, confirmed by x-ray, and loss of capture (loc). A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b. Adverse event / product prob (b5. Describe event or problem). H. Device manufacturers only (h6. Impact codes).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and loss of capture (loc). A new lead was implanted. No additional adverse patient effects were reported.